Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The power cord was stuck in position and unable to pull out or retract. The fse found that the power cord was wrapped around the helium tank. To fix the issue the fse untangled the power cord and retraction assembly was fully operational. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check performed by the customer, it was found that there was a problem with the power cord of the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (method code), h10.

Event description:
It was reported that during a routine check performed by the customer, it was found that there was a problem with the power cord of the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.